Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced intermittent audio output.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. A review of the receiver data log did not confirm the complaint of intermittent audio output.